Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the guidewire could not be removed from the left ventricular (lv) lead. The lead was damaged during an attempt to remove the wire. The lead was replaced and a new lead was implanted to resolve the event.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the guidewire stuck inside. The connector pin was detached from connector ring and pulled out. The ptfe coating of the guidewire was found stripped and bunched up inside the stretched inner coil at the proximal region of the lead. The cause of the reported event was isolated to the bunching of the stripped ptfe guidewire coating inside the inner coil, consistent with procedural damage. The reported events of guidewire removal difficulty and lead damage due to excessive force were confirmed.